Event description:
The biomedical engineer reported that the central nurse's station (cns) made a popping sound then shutdown while monitoring patients and smoked. There was an remote monitoring station (rns) being used as the secondary monitoring device in a different location that was monitoring the same patients as the cns. There was no down time in monitoring the patients. The unit is coming in for repair. No patient harm reported.

Manufacturer narrative:
Complaint information: on 04/15/2019, customer at (B)(6) hospital reported that cns unit made a loud pop and reported smoke before shutting down on pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts initiated exchange of the unit with loaner and requested to send the unit in repair center for qa evaluation. Investigation result: root cause of the defective power supply unit has still not been identified as the defective power supply unit has been sent to manufacturers i.e. Nihon kohden corporation, japan for further investigation. However, unit pu-621 has been repaired by replacing the power supply unit of the device. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. The warranty of cns device expired on 04/14/2015. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium conclusion: root cause of the reported issue will be updated after receiving response from manufacturers, nihon kohden japan to complete investigation. Since risk priority of the issue is categorized as: medium. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Corrected information: g4. Date received by manufacturer: should be 04/15/2019 not 05/15/2019 as listed on MDR initial report. F9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report; d10. Device available for evaluation?; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; correction; device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) made a popping sound then shutdown while monitoring patients and smoked. There was an remote monitoring station (rns) being used as the secondary monitoring device in a different location that was monitoring the same patients as the cns. There was no down time in monitoring the patients. The unit is coming in for repair. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) made a popping sound then shutdown while monitoring patients and smoked. There was an remote monitoring station (rns) being used as the secondary monitoring device in a different location that was monitoring the same patients as the cns. There was no down time in monitoring the patients. The unit is coming in for repair. No patient harm reported.